Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1588rt-2j, tightrope® ii rt, with deploying suture, the sutures broke during insertion into patient¿s knee. Hence they had to been redone and replaced with a new tightrope. This was detected during use in an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as it was replaced with a new tightrope construct.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, the application of excessive force during suture tensioning and/or adjusting the suture against a sharp or rough edge may result in suture breakage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.